Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the monopolar curved scissors (mcs) tip cover accessory appeared to be properly installed during the surgical procedure. There was no mcs tip cover accessory installed beyond the orange surface. Also, the installation tool was used. There was no damage to the instrument after the arcing event. The console time was approximately 4 hours which the instrument was in use prior to the arcing event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Tip cover was not returned with the instrument. There was no physical damage. There was no problem detected. The instrument was fully functional

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was thermal damage to the monopolar curved scissors tip cover. The procedure was continued as planned with no reported injury.